Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported short to shield could not be determined through this evaluation. A direct correlation between the device and the short to shield could not be conclusively established through this investigation. The account reported that the patient had short to shield in 2018 at his previous vad center. The patient was put on an ungrounded cable and was monitored. The patient¿s treatment plan was to continue using the ungrounded cable. The device operated as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Estimated event date. Exact event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a history of a short-to-shield at their previous vad center in (B)(6) 2018 but has not had any issues since. No information was provided about the work up done at the previous center.